Manufacturer narrative:
E1: patient city: (B)(6).patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalized on (B)(6) 2023 due to high blood glucose (specific value unknown) and the patient was treated with bolus. No further information available.